Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the insert was found to have a blade broken. The blade broke at roughly the base. A piece was found to be broken off. Broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke towards the beginning of the case. A fragment fell inside the patient but was retrieved during the same surgical procedure. The procedure was completed using backup harmonic.